Manufacturer narrative:
D10 concomitant products: vlocl0346 - vlocl0346 v-loc* 180 0 grn 23cm gs21x12, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic robotic myomectomy, at the start of the procedure, the surgeon was grabbing the suture strand at the swage with the robotic instrument, then the needle detached from the strand. The same issue occurred with the second suture from different batch. A new suture was used to complete the case. There was no patient injury.